Event description:
Device was consistently getting 20 ml tidal volume lower than expected. Set was 380ml, was getting 360 ml back. All connections were checked, and nothing was found. Another rt came up to make sure I was not missing anything and to help me change out the circuit if needed. We tried changing out filters first but got a very weird reading post exhalation filter change. The patient was bagged and sst was run. Found that the expiratory filter port inside machine was faulty and not sealing after door was closed and clamped shut. Changed out ventilator. Pt tolerated well. Manufacturer response for ventilator, (brand not provided) (per site reporter): replace exhalation valve.